Event description:
Regarding my philips dreamstation 2 auto CPAP advanced which I received as a result of the recall of dreamstation 1. I received the replacement CPAP several years ago from phillips. I turned on the CPAP machine on (B)(6) 2024. I saw smoke rise from where the water reservoir meets the machine when I pushed the on button. The smoke smelled electrical. The smoke fumes were irritating to my lungs and I started to cough. I immediately unplugged the CPAP machine from the wall socket. Reference report: mw5154635.